Event description:
It was reported that during surgery, the device's handpiece skipped on the patient and the handle was broken. There was patient injury, with unknown harm. There was a delay. Due diligence is in progress and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.